Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window. Insulin pump received cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that insulin was squirting out of the insulin pump during the priming process. It was also stated that the insulin pump piston continued to move forward after reservoir contact. The customer's blood glucose level was 190 mg/dl. The insulin pump became stuck in a prime loop. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.